Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Manufacturer report # 3005099803-2011-01720 addresses this guidewire. Refer to manufacturer report # 3005099803-2011-01719 for the other associated device information. It was reported to boston scientific corporation that two hydrajag guidewires were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complaint, during the procedure the tips of the guidewires detached while they were being withdrawn. The detached tips were recovered using an extractor retrieval balloon. It is important to note that both guidewires were used past their expiration dates. The procedure was completed with a different guidewire with no patient complications. The patient's condition has been described as "stable."

Manufacturer narrative:
A visual examination of the returned device revealed that a majority of the jagwire tip had detached, explosing the core wire. In addition, the guidewire was found to have two bends however, no fracture evidence was found. The device appears to have been pulled or pushed with an excessive force. It is important to mention that the event happened during the procedure and there is no alleged damage in the wire prior to its insertion. It is possible that unstated procedure and possibly clinical factors may have contributed to the damages found including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Additionally the remnants of adhesive found indicate that the poly tip was properly attached to the corewire. It is important to mention that the product was not used properly since it was used expired and the directions for use states "use the device prior to the 'use by' date noted on the product label," therefore "operational context" is the most probable root cause for this incident. Labeling review was performed and no anomaly was found. A DHR (device history record) review was performed and no deviation was found.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-01719 for the other associated device information. It was reported to boston scientific corporation that two hydrajag guidewires were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complaint, during the procedure the tips of the guidewires detached while they were being withdrawn. The detached tips were recovered using an extractor retrieval balloon. It is important to note that both guidewires were used past their expiration dates. The procedure was completed with a different guidewire with no patient complications. The patient's condition has been described as "stable."